Event description:
It was reported that the pt went to the clinic in 2008 and complained about experiencing a very uncomfortable noise. The audiologist carried out testing which revealed normal results. All external parts were exchanged, but from the moment the coil was placed over the implant site, even when the program was deactivated and just the dib was switched on, the pt heard a very loud and painful sound. During testing, the pt heard some sound and also experienced a kind of electric shock. The pt is scheduled for re-implantation at the beginning of june.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow-up report.